Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. It was observed during the investigation that the device would not display ECG information and would reboot. Stryker replaced the device's system pcba to resolve the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device would incorrectly advise the patient was in a shockable rhythm and reboot. In this state the device may deliver inappropriate defibrillation therapy. This issue is patient related; however there was no adverse event reported.